Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg and the similar past cases, there was the possibility that this phenomenon was attributed to the slightly peeling of the watertight glue part between the metal body and the light guide lens due to the followings. - the physical stress being applied to the distal end such as hitting against some object. - the chemical stress due to the chemical solution for reprocess - the deterioration due to the storage environment (for instance, the subject device was stored with residue the water in the air/water channel, and the water dropped to the light guide lens during storage in the vertical state).

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus medical systems (B)(4), it was found that there was dirt inside the light guide lens. There was no report of patient injury associated with the event.